Manufacturer narrative:
The device is expected to be returned for evaluation. It has not been received.

Event description:
The event occurred on an unknown date involving a plum 360 device where the customer reported an issue of the library out of date and caused an overdose which almost caused a patient¿s death. There was no report of what the medication was infusing. There was patient involvement but there was patient harm. No additional information was provided.

Manufacturer narrative:
The pump was not returned for investigation; therefore, no evaluation can be completed to determine if the device played a role in the adverse event. Additional event information was requested from the customer; however, no further information was provided. Conclusion: in conclusion, since the device was not returned, no testing could be performed to determine if the device played a role in the adverse event. The customer was contacted to provide the event log history information, but the customer declined to provide any information. The product complaint investigation (pci) records was reviewed and evaluated as complete and accurate. The 12-month service history of the device was reviewed, and no similar complaints were reported in the past year. Correction found in b1 - adverse event/product problem, b2 - outcomes attributed to ae, h1 - type of reportable event and h6 - medical device problem code.